Event description:
The user facility reported a 25-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient developed oozing at the pump site. The oozing was initially resolved after the dressing was changed. However, the groin site started to ooze again heavily and surgicel, gauze and pressure was applied to the site to gain control and the dressing was reapplied. The patient was also provided with 2 units of packed red blood cells. After the bleeding had resided, the patient had an elevated act. It was recommended that the heparin concentration be reduced by 50% due to the elevated activated clotting time (act).

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.